Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized due to an incident of diabetic ketoacidosis. Per the report, the pt struggled with high blood glucose and bolus via pump were unsuccessful in lowering her blood glucose. She was brought to the ER. She was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.